Manufacturer narrative:
Per tandem user guide, ¿do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen, and you could run out of insulin before the pump detects an empty cartridge. This can cause very high bg, or diabetic ketoacidosis (dka).¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level in the 250 mg/dl range. Reportedly, customer underfilled pump and tried to resolve by adding additional insulin to existing cartridge while on pump. However, a supply change was performed to address the issue and insulin delivery was resumed.